Event description:
It was reported that the pt was unable to adjust stimulation. The pt programmer display showed "call your doctor" icon. The device was also in a "power on reset" (por) condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).